Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional information were as follows: the device was returned in a clear zip-lock bag. The lens stop has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Ovd observed in the device. Haptic has broken off with a segment of the optic edge/gusste area. The haptic is broken off in one piece. The broken haptic is located at the wound guard with tip of the haptic resting in the nozzle tip. The lens returned is a specimen container. The lens is returned cut in half through the mid optic. One hapic is broken/torn. The root cause for the broken haptic could not be determined for this complaint. The broken haptic is with the distal portion oriented toward the nozzle tip. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The lens is returned outside the device and the lens position for the advancement cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event occurred in the right eye of the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic broke on the implant and was stuck in the injector. Upon implanting the lens in the eye, the lens was unstable due to only having one haptic. The surgeon had to enlarge the corneal incision to remove the lens and replace with a new implant. A corneal suture was needed to close the wound. Additional information has been requested.